Event description:
The customer reported that the procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction error code e116 would likely be a charged couple device failure, and for the malfunction error code e118 would be a mother board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an e116 and e118 output problem error occurred while using the 4k uhd camera control unit. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.